Event description:
During a laparoscopic colon procedure, after the second reload, misformed staples and incomplete cut were noted. The case was completed with a like device without patient consequence.